Manufacturer narrative:
A1-a6: patient information was not able to be provided. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that centrimag and motor were placed with a pediatric patient, functioning correctly, with a flow of 650 to 3350 rpm. Without any alteration in the patient, the motor made an unusual noise. The chief nurse looks at the screen and it was on 000, did not show any information, alarms or errors. The centrimag was locked, the motor kept turning but the console was showing 0 in the display. They managed to take the patient out of extracorporeal membrane oxygenation (ECMO) and connect the patient to the backup system, while this happened. The patient was treated with medications and did not have any hemodynamic alteration. The event occurred while chief nurse, echmologist, nursing assistant and perfusionist were with the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the motor making an unusual noise and the revolutions per minute (rpm) falling to 0 rpms was confirmed via evaluation. A log file was downloaded and data from the reported event of 02oct2024 was reviewed. The log file captured m2: motor disconnected and f2: flow signal interrupted alarms at 08:05:10, that correlated to an sf_ifd_shutdown_detected sub-fault. Once the sub-fault activated, the motor speed and flow were observed to have dropped to 0 rpm and 0 lpm (liters per minute), respectively. After these events, the speed was unable to regain the set speed. The centrimag motor (serial number (B)(6) was evaluated at the service depot. The motor was connected to the returned console and test loop. During operation, the motor¿s cable was flexed, and the pump impeller began to vibrate. An m2 motor disconnected alarm was active. The issue was able to be repeated multiple times, so the motor was removed from service. The motor was forwarded to the product performance engineering (ppe) group for further analysis. The forwarded motor was connected to a calibrated test centrimag system. Upon attempting to increase the pump speed, an m4 motor alarm activated, the pump impeller vibrated, and the pump was unable to run. The motor cable underwent resistance testing and an open line continuity was measured on the hx/hy line. The motor cable lemo connector was opened, and the hx wire (gray wire, position 6) was found to not be properly soldered to the lemo connector. The root cause for the reported event was conclusively determined to be due to an improper solder connection at the motor lemo connector. A previous manufacturing task investigated this issue and resulted in opening a non-issuance supplier corrective action request (scar) to inform the supplier. This motor was manufactured prior to the initiation of the scar. The 2nd generation centrimag system operating manual (rev. M) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. M) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. M) section 12.1 ¿appendix I ¿ console alarms and alerts¿ table 16 details how to properly interpret and troubleshoot all system alarms including motor alarms. Centrimag motor instructions for use (rev. G.2) instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. The device history records were reviewed for the centrimag motor (serial #: (B)(6) and the motor was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.